Event description:
It was reported that pump experienced malfunction code that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset pump, ensure mobile app logs were uploaded, switch to multiple daily injections as backup insulin therapy, place pump into storage mode, and then return pump using prepaid label, and technical support arranged replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.